Event description:
It was reported that the patient received diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was turned off. In addition, the right atrial (ra) lead exhibited high thresholds, high/undefined pacing impedance, and low p-wave sensing. The right ventricular (rv) lead exhibited high/undefined pacing impedance and non-capture. The ra and rv leads were noted to be dislodged via fluoroscopy. The physician attempted to reposition the leads, but encountered significant difficulty in maneuvering, therefore the leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-58 (pjnbwb803g); product type: 0270-lead-lv-pace; implant date: (B)(6) 2025; explant date: (B)(6) 2026; product ID 479888 (qfx217917v); product type: 0269-lead-lv-lh; implant date: (B)(6) 2025; explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor was extrinsically fractured from over-rotation at explant. Visual analysis of the lead indicated apparent explant damage. The analyst noted the distal conductor resistance test was failed. The x-ray showed the distal conductor was fractured at the connector pin/over-rotation. It could be happened during the time of reposition the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The device memory indicated diminished atrial sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.